Event description:
Following installation of pinnacle3 v4.2f software, it was reported that the user was no longer able to digitize in 2d contour and change the orientation cube from its default of supine.